Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and is components were implanted for endovascular treatment of a 60mm diameter abdominal aortic aneurysm 2003. The diameter of the non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 127 mm. Vessel morphology is unknown. The pt has a history of coronary artery disease, chronic obstructive pulmonary disease, hypertension, myocardial infarction and tobacco use. It is reported that the stent graft was deployed higher than intended because catheter access was lost. The stent graft was deployed just above the renal arteries. Since the graft was completely deployed, the graft could not be pulled down by the physician. As a result, the left renal artery was partially occluded. Final angiogram demonstrated evidence of a type ii collateral endoleak and an acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.